Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose level of 429 mg/dl. The customer stated that they had high blood glucose over 600 mg/dl. The customer was in emergency room as a result of high blood glucose. Customer stated the drive support cap was normal. Customer stated that she bolused. Customer was wearing the insulin pump at time of hospitalization. The drive support cap was normal. The insulin pump will not be returned for analysis.